Event description:
It was reported by a medical professional that a vns patient was seen in office and when the physician tried to increase the patient¿s settings they got a warning message that the programmed therapy could not be delivered. The device has had no issues previously delivering the current. The output current was lowered to the previous level and decreased the off time but it still wasn¿t delivering the output current. Additional relevant information has not been received to-date.

Event description:
It was noted that during follow-up appointment everything seemed fine with the patient but no additional details were provided. No additional or relevant information has been received to date.